Event description:
It was reported that this patient was set to have their vns therapy system replaced for an unknown reason. Follow-up to the provider indicated that the reported increase in seizures was due to eos. Revision surgery occurred. The reason for replacement was provided to be due to battery depletion, however the battery status showed that the device was not depleted. The device was reported to have been discarded. Additional relevant information has not been received to-date.